Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 26-aug-2025, it was reported that a beta bionics ilet user experienced a cartridge malfunction in which insulin was observed leaking from the back of the cartridge near the plunger. The user noted that insulin delivery continued despite the leak. There was no report of end-user harm or adverse event associated with this case.